Event description:
The facility's biomedical engineer reported an infusion pump that overinfused during clinical use on a pt. The pump was programmed for 3cc/30min at rate of .60cc/5min. Per the biomed, the pump delivered the entire 3cc syringe in 5 minutes. Follow-up with the clinical director revealed the pump delivered 3cc in 7 minutes. It is unk how long it actually took to infuse but it was between 5 and 7 minutes when the infusion was intended for 30 minutes. The clinical director noted the medication involved was gentamycin. Attempts were made to obtain additional details regarding specific pt info but no additional details were available. No medical intervention was needed and no pt injury resulted.